Event description:
It was reported that a large volume intermate was missing a fill port cap (top tip). This was identified before use. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured between february 14, 2013 and february 15, 2013. Investigation summary: baxter received the unit for evaluation. The visual inspection was performed and the unit did not have any missing components. The reported issue was not verified through evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.